Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07244. It was reported the patient underwent the permanent implant procedure on (B)(6) 2015. During the procedure, the patient experienced stimulation in unintended areas. However, desired stimulation was captured after multiple attempts intra op. Post op in recovery, the patient experienced severe pain in her feet and the doctor decided to postpone the programming session. On (B)(6) 2015, the patient was admitted to the hospital because she couldn't walk due to the foot pain. In turn, the patient's scs system was explanted on the same day. The neurosurgeon stated the pain was due to a badly banged up nerve and the patient did not have a spinal cord injury. Following the explant procedure, the patient was admitted for physical rehabilitation. Follow-up revealed the foot pain has subsided and the patient is able to walk and is doing better.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.